Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. Following removal of the mapping catheter, the sheath was aspirated and flushed. Upon insertion of the farawave catheter, aspiration was attempted but resulted in the presence of multiple air bubbles. Intracardiac echocardiography (ice) confirmed that the sheath was not in contact with tissue. A second aspiration attempt again yielded bubbles. Bubbles were observed in the side port when aspirating. Troubleshooting was performed, and ice confirmed that the distal end of the sheath was located within the blood pool. No air was observed in the patient. At this point, the sheath was exchanged. The sheath was successfully replaced, and the procedure was completed without any patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.